Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The visual inspection of the provided video showed one product during treatment. The dripping of the fluid out of the header area was visible. The reported condition was verified. Due to the absence of actual sample, the cause for the reported issue could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: people's hospital of (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that within one hour of treatment an external fluid leak was observed from the cap of a polyflux 17l. There was no patient injury or medical intervention associated with this event. No additional information is available.